Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus service center in (B)(6). The evaluation at the service center confirmed the occurrence of the reported interferences in image and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
The video telescope was returned to the olympus repair center in (B)(6). Varying colored images (purple/green) were detected. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.